Manufacturer narrative:
The investigation of the photo provided by patient was completed by the failure analysis lab on 10/4/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: shifting implant, pain, burning sensation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision with two 400cc mentor siltex round moderate plus profile memorygel breast implants experienced bilateral constant pain and burning sensation that comes and goes post procedure. On (B)(6) 2019, patient had a mammogram which confirmed left implant rupture and a physician confirmed left sided capsular contracture baker¿s grade ii. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed silicones have moved in areas outside its original placement. Furthermore, patient experienced lumps on left side and implants shifting and sitting differently. As a result, patient has a planned explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-18659 for contralateral prosthesis report.